Event description:
It was reported that the velcro on the tube holder came off and the rubber part seemed to be stretching. This was believed to cause the tracheotomy tube to come out. Tube holders were changed weekly, with gauze placed between the tube and neck. Many patients were reported to have had heavy secretions. In one case, the tracheostomy tube came out due to the rubber part stretching, and in another, the tube holder became wet, causing the velcro to come off. There was no disinfection or sterilization, and no infectious disease occurred. This event occurred during infusion. There was no patient harm or adverse event reported.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. B3: event day unknown. G4: 510k is unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of the velcro on the tube holder comes off, and the rubber part stretches¿ was confirmed during visual inspection. The cause was unknown, and the returned product was sent to the supplier for evaluation. A device history record (DHR) review could not be performed as the lot number was unknown. Additionally, the item is a purchased finished good, manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.